Event description:
I purchased a message chair. They have the FDA approval on their website as well as listing the number of the documents that shows they are licensed by you. I had had the chair for less than 60 days and it stopped working. When I contacted them to get help with the repair of the chair, unlike what their warranty said, they made me sign papers saying I would repair the chair myself and they would not be liable for any problems. They made me sign this document before they would send out the part, circuit board, to be changed. Dose: 15 min. Frequency: per day. Dates of use: 1. 2008. 2. 2008. Diagnosis: back pain.